Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hypoglycemia with blood glucose value of 40 mg/dl. The customer's current blood glucose level was 114 mg/dl. The customer was declined to troubleshooting. The customer was treated with food for low blood glucose level. The insulin pump will not returned for analysis.